Event description:
While practicing on the minnesota tube placement. We use the 394910 3-way stop cocks as identified in the training video. We found the one we had with number product number 32015914 and part number 394910 had 2 sides of the phalange cut off. This did not allow for a good seal on the minnesota tubing, not allowing the stomach and esophageal balloon to be inflated properly. One of the physicians went at lunch time and picked up another stopcock from [redacted] hospital that was used in the sim skills center. The 3-way stopcock was the same part number 394910, but the phalange was a complete circle.